Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. Aligns clinical team reviewed the information and a cephalometric x-ray submitted by the doctor reveals a radiolucent area around the root canal treatment, specifically at the gingival third of the crown. This finding suggests preexisting root resorption, which may have necessitated the extraction. To confirm this diagnosis, additional information regarding the patient's dental history is required. It is important to note that ur4 was included in the initial treatment plan and had programmed movements. Therefore, a potential relationship between the treatment and the reported extraction cannot be entirely ruled out. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient required extraction of a tooth, did not specify which one, after clinical analysis it was noted that tooth ur4 was the one extracted. The reported symptoms do not appear to be life threatening to the patient, either individually or in combination of symptoms. It is unknown if the patient required medical intervention or if medications were prescribed to alleviate the reported symptoms. No additional information is available at this time.